Event description:
Customer reported via phone call that their blood glucose readings were high. Customer states that their blood glucose reading was 518 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.